Event description:
It was reported that the catheter was fractured. The patient experienced a loss of therapeutic effect. It was unknown how long the patient had experienced a loss of therapy, but it was associated with the implementation of a previous surgery. A revision was performed on (B)(6) 2012 during which the distal segment of the catheter was replaced. The device system had previously been used to deliver morphine, but contained saline at the time of report. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information was reported that the catheter was broken/tear/hole/ at distal (spinal) segment. The fracture was noted at the level of the spinous process. It was suspected that "wear between the bones there by weakening the cath and predisposing it to fx." A (B)(4) study was performed on (B)(6) 2012 with results showed non-functioning system with evidence of fracture posterior to l4 where catheter entered spinal canal. The patient's symptom was long progression of lack of efficacy. The patient's outcome was recovered without sequelae.

Manufacturer narrative:
Product ID 8709sc, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product typ catheter. (B)(4).

Manufacturer narrative:
(B)(4).